Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The filtration element was returned partially inside the retrieval catheter tip. There was no damage noted to the filtration element. The filtration element fully expanded and did not collapse. The reported difficulty was not able to be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The emboshield nav6 embolic protection system instructions for use states: the emboshield nav6 embolic protection system is indicated for use as a guide wire and embolic protection system to contain and remove embolic material (thrombus/debris) while performing angioplasty and stenting procedures in carotid arteries. The investigation determined that the reported filter element appearing to be collapsed was likely due to case circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. Indication for use: carotid device used in a peripheral vessel. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure the emboshield nav6 was positioned at the popliteal on the barewire without issue. Thrombosis was present in the vessel and the physician felt it cautious to use a filter. An atherectomy device was used and after several pulsings it was noted under angiography that the nav6 filter element appeared collapsed on itself. The nav6 was removed from the vessel without issue using the recovery catheter. The procedure was continued without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.